Event description:
It was reported that a patient went under revision surgery due to having pain. Patient arrived in the operating room on (B)(6) 2014 for an open reduction internal fixation (orif) to find that the hardware, plate, and screws needed to be removed before proceeding with the orif due to a nonunion. The date of original implant was (B)(6) 2011. The plate and some screws were removed; six broken screw shafts were left in the humerus, the surgery was completed successfully with no surgical delay. The patient was having pain in the previously operated arm; she did not follow up after the initial surgery and finally returned when the pain became unavoidable. There were 6 screw shafts broken off and remained in the humerus, the screws had broken prior to the revision surgery. As the fracture went onto a nonunion, the screws broke at the screw head/shaft interface, no intraoperative hardware or instrument issues occurred during this procedure. This report is 1 of 1 unknown 3.5mm locking screw for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): this report is for 10 unknown 3.5 millimeter locking screws with a partial part number provided of 212.xxx. Devices are not instruments and can be implanted and explanted.: four screws were explanted on (B)(6) 2014. Six screws broke while being removed and were not explanted; part of the screws remains in the patient. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was having pain in the previously operated arm; she did not follow up after the initial surgery and finally returned when the pain became unavoidable. There were six screw shafts broken off and remained in the humerus, the screws had broken prior to the revision surgery. As the fracture went onto a nonunion, the screws broke at the screw head/shaft interface, no intraoperative hardware or instrument issues occurred during this procedure and the patient was revised to two plates.